Event description:
It was reported to technical services on (B)(6) 2012 that this lead has an impedance drop off from unipolar to bipolar. Also noted oversensing that looks like myopotential noise. Caller had pt do isometrics today and was able to duplicate noise/oversensing with isometrics. Caller stated he can also see some farfield oversensing on presenting - sensing v on a. V output was set to 2.5v, threshold 0.7v. Rep decreased v output to 2v to try and reduce farfield signal. Pt now as vs and not seeing farfield oversensing. Caller stated that lead impedances in unipolar were atrial - 230ohms. Ventricular- 280ohms. Bipolar impedances were v 180ohms a 140ohms. Caller thinking there is insulation issues with both leads. Caller stated that p-waves are 0.7mv in unipolar and sensitivity at auto 0.34mv, so cannot do much programming with sensitivity to try and reduce farfield sensing. Ts had caller try vp to see if reducing output helped farfield oversensing - with vp still seeing farfield signal on a. Caller stated that pt is ap 13% and vp 3%. Ts agreed with caller that it sounds like there is something going on with leads and there is not much else can do with device programming. Md is dr. Kegel. A second service request was created for other medtronic lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).